Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the error log confirmed the occurrence of ventilator inoperative alarm. The device's power management board was replaced to address the issue. The device passed final testing.